Event description:
The technician alleged the side rail not latching. No pt impact.

Manufacturer narrative:
The technician found debris in the side rail slide block preventing the side rail from moving to catch position. The technician cleaned and lubricated the side rail slide block to resolve the issue.